Event description:
It was reported that during a pulse field ablation (pfa) procedure for the treatment of paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. After the sheath was inserted into the patient, the physician slowly removed the dilator and correctly aspirated the sheath. The farawave catheter was then inserted. During subsequent aspiration prior to further advancement of the catheter, the physician continued to aspirate air from the sheath. Despite multiple aspiration attempts, including a fourth aspiration using a 20-cc syringe, air continued to be withdrawn from the sheath in greater amounts than expected. Due to the continued presence of aspirated air, the physician elected to remove the sheath from the patient before advancing the farawave catheter further. The sheath was replaced with another faradrive sheath, and the issue did not recur. The physician reported that the sheath valve appeared not to be sealing properly. The procedure was completed using the replacement faradrive device. No patient complications occurred, and the patient recovered fully.